Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (400 mg/dl). Customer addressed elevated blood glucose by delivering a bolus via the pump. Reportedly, customer was not assisted with inputting the high reminder and high alert in the cgm settings during pump set up, and subsequently was not alerted that blood glucose was elevated. Tandem technical support assisted the customer with the pump settings.